Event description:
The affiliate reported a customer with an employee who experienced a "burn" on their right index finger. The employee reported white skin discoloration at the contact site. The employee did not seek medical attn or require treatment. The employee ran the contact site under running water for a "while". The contact site cleared within "a day". The customer reported seeing "droplets" on a "guide wire holder" and the customer believed that the water came from the employees using the unit with wet hands. The package for the guide wire had been opened during surgery but was not used on a pt, so the customer attempted to process it for another case. The affiliate sent the svc engineer to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The svc engineer found the unit working to specs. The customer attempted to process a single-use item.